Event description:
Customer reported a cartridge alarm during the pumping process. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl (27.7 mmol/l). The customer successfully loaded a cartridge and resumed insulin therapy, resolving the issue without any further complications.